Event description:
(B)(4).

Manufacturer narrative:
Eval summary: holmed corporation is unable to determine what the serial number of the torque limiter was used in the surgery. The pt had a popping sensation in the back and showed "radiographic evidence of the screw end cap disengagement from rods". Holmed corporation cannot determine if under tightening, over tightening or normal tightening of the end cap screw could result in the rod separation from the end cap. Without inspecting the implant housing and end cap threads, to make sure that the implant construct was within design specs, we cannot fully speculate that the torque limiter was the cause of the serious event. See scanned pages.